Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) got stuck on the plunger inside the cartridge. The lens remains inside the patient's operative eye. No further information was provided.

Manufacturer narrative:
Pt. Info.: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. The device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received. The following corresponding sections have been updated accordingly in the report: section a2: age/date of birth: (B)(6) 1952. Section a3: gender: female. Section a5: ethnicity/race: not hispanic/latino, white. Section b5: additional information received revealed that the trailing haptic was not folded correctly or it was not loaded correctly and the lens did not completely disengage from the cartridge, so a second instrument was used to release the iol from the cartridge. The haptic and optic were not damaged. The eye affected was left eye. There was no patient injury and no other intervention was required. The patient was doing well post operation. No further information was provided. Therefore, the following additional code is being submitted for this event: section h6 (medical device problem code): 1254 - difficult to fold, unfold or collapse. Corrected data: upon further review of the file, it was noted that section h6 was addressed inappropriately in the initial MDR (reference report number 3012236936 -2022 -00528). Therefore, this supplemental filing provides that section h6: medical device problem code: 2339 - inaccurate delivery was inadvertently coded in the initial report as this code does not apply for this reported event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.